Manufacturer narrative:
A customer in (B)(6) had notified biomerieux of a broken bact/alert® fa plus bottle (reference 410851). An internal biomerieux investigation was performed. Photos of the bottom of the bottle were reviewed and confirmed a hole off center on the bottom of the bottle. Biomerieux had previously investigated this issue. The root cause of the holes in the bottle was identified to be a piece of equipment used in the labeling process for line 3 products. There is no evidence of a systemic issue with the lot within the scope of this investigation. Lot 3048477 produced (B)(4) cases bottles and has one complaint against it and is believed not to be a systemic issue. Packaging inspection - packaging defect action log was reviewed for lot 3048477, and no bottle defects were identified. The information outlined in the bact/alert fa plus instructions for use instructs the users "prior to use, the bact/alert culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded.

Event description:
A customer in (B)(6) notified biomerieux of a broken bact/alert® fa plus bottle (reference 410851). The customer reported that they received an error code 99 for one cell and later error code 51 for the block. When they opened the drawer to move the bottle in that cell they noticed that the bottle was broken and almost all of the blood had leaked out. The customer cleaned the instrument and used the blood that was left in the bottle for a subculture. The customer confirmed that the broken bottle did not impact the incubation of other bottles. There is no indication or report from the laboratory that the bottle leakage led to any adverse event related to the user's state of health. There is no indication or report that the incurred delay in reporting results had adverse impact to the patient's state of health. Biomérieux investigation will be initiated.